Event description:
It was noticed that the silver handle was worn on the depth gauge, turning purple and bled onto the graphic case during sterilization. Although the hospital thought it was sterile, they were not sure and therefore, removed the depth gauge from the case and re-sterilized the set without it. The sales consultant suggested that the hospital peel pack the gauge to sterilize it but he does not believe they have done that or are going to use the set.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and at the time of release to warehouse all parts passed specifications.